Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the home choice (hc) during initial drain. The drain volume was equal to 12ml. The last fill volume was equal to 1l. The technical service representative (tsr) had the caregiver (cg) check the line for kinks, clamps, occlusions, pull up on the lines at the hc door, close/reopen the transfer set 3 times, and resume initial drain. The cg stated that there was air and fibrin in the patient line. The tsr advised the cg to contact the registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp was not willing to provide any additional information.

Manufacturer narrative:
(B)(4).the sample and the lot number was unavailable; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of a low drain volume alarm due to air in the patient line was confirmed. The cause was determined to be air and fibrin in the patient line. This issue is being investigated through CAPA.